Event description:
Information received notes that the patient had a stroke and was in the ccu. The patient's heart rate was in the 40's. Multiple attempts to interrogate the device were unsuccess- ful and no nagnet response was seen. The patient had been checked via transtelephonic monitor (ttm) since implant. Review of the recent ttm strips showed loss of capture and sensing. Review of strips from the previous two months showed inappropriate pacing function.